Event description:
Customer alleged discrepant blood glucose results of hi (>600 mg/dl) and 125 mg/dl while testing was performed back-to-back within 10 minutes on the aviva system. Customer reported having no symptoms and did not treat/act on results. A request was made for the return of the suspect device, and replacement product was sent.